Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to the discovery of an erosion through the esophageal lumen of two linx device beads. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implantation occurred without issue on (B)(6) 2017. The patient underwent 2 dilations on (B)(6) 2017 and (B)(6) 2017. Endoscopy on (B)(6) 2018 visualized two beads eroded through the right side of the esophagus. The linx device was intact. The entire linx device was explanted in open surgery on (B)(6) 2018. A fundoplication was performed at the time of explant.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to the discovery of an erosion through the esophageal lumen of two linx device beads. The linx device was used as part of the anti-reflux procedure. -anti-reflux procedure including linx device implantation occurred without issue on (B)(6)2017. -the patient underwent 2 dilations on (B)(6) 2017 and (B)(6) 2017. -endoscopy on (B)(6)2018 visualized two beads eroded through the right side of the esophagus. The linx device was intact. -the entire linx device was explanted in open surgery on (B)(6) 2018. A fundoplication was performed at the time of explant.

Manufacturer narrative:
(B)(4).